Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on april 30, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast reconstruction with a 700cc artoura breast tissue expander experienced right sided deflation post procedure. There was a hole in the tissue expander. As a result, the device was replaced with another 700cc artoura breast tissue expander on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 20, 2020. Device evaluation summary: during visual evaluation a tear was observed at the union between shell and suture tab, located at 6 o¿clock. Methylene blue dye was observed within device. Device colored in blue is due they used dilute methylene blue in the expanders to detect early leaks. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).